Event description:
It was additionally reported that brain computed tomography demonstrated focal strokes in the right and left middle cerebral arteries with new and subacute infarcts. A transesophageal echocardiogram (tee) was negative for thrombus formation in the heart and coronary arteries. Log files were submitted by the account to check for evidence of ingestion. Low flow events were captured on (B)(6) 2023. Average flow values had increased since. The patient remained ongoing with day-to-day assessment and management, with no definitive plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed transient low flow alarms that self-resolved; however, a specific cause for the low flow could not be conclusively determined through this evaluation. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. Transient low flow alarms were captured on 11nov2023, the day after implant. Flow improved through the remainder of the day on 11nov2023, and remained stable throughout the rest of the log file data. The system appeared to be operating as intended, and there were no other notable events or alarms active in the log files. No further issues have been reported at this time. The relevant sections of the device history records for mlp- (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, other neurological events (not stroke-related), and stroke as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the a computed tomography was performed and found clots in the mesenteric artery due to focal strokes. There was also extensive thrombus formation in abdominal aorta, hepatic artery, renal artery, and iliac veins. No thrombus formation was identified in the heart nor coronary arteries. This was not thought to be left ventricular assist device (lvad) therapy related. The patient remained sedated and ventilated. The patient was hemodynamically stable, right heart function was not of concern, and the lvad was operating as expected from a clinical perspective.